Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased dome switch on escape button. Unable to test for motor error alarm due to no button response. The motor was tested outside of the device and passed. The insulin pump has a deep scratch on the keypad overlay, minor scratched display window, deep scratches on case, broken reservoir tube lip and damaged torn address serial number label.

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value is 320 mg/dl. Nothing further reported.